Event description:
It was reported that a patient underwent a perineum repair procedure after natural birth on (B)(6) 2012 and suture was used on the perineal mucous and muscle layers. The patient had pain after surgery and went to hospital on (B)(6) 2012. The wound had inflammation and exudate. The surgeon used forceps to remove the suture and treated it with debridement and disinfection. On (B)(6) 2012, the surgeon used suture again on the mucous layer. The patient was discharged the same day. On (B)(6) 2012, the patient was still partly inflamed.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally inspected for sterility and they met the requirements. The surgeon removed the suture on (B)(6) 2012 because he was worried about deep inflammation. The surgeon described that the suture was not absorbed at all. Currently, the patient has been discharged and is doing well. In addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria.

Manufacturer narrative:
(B)(4). Inflammation. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.